Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rashy and itchy all over body. The patient reported a known allergy to latex and nickel, as well as other metals. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed hydrocortisone for the skin irritation. Follow up indicated that the rash improved.